Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix disengaged from the helical channel. There was blood in/on the helix/lobe mechanism and on the helix/lobe mechanism (sleeve head). The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt, the helix was extended then retracted to reposition. The helix would not extend after repositioning. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.